Manufacturer narrative:
The hospital will return the device. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the hospital after experiencing dizziness and fainting at home. Review of stored device memory noted noise and oversensing for an unknown duration of pacing inhibition. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. During the replacement procedure, loss of capture (loc) was observed. Upon opening of the pocket, insulation damage was also noted on the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.